Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery life was shorter than normal. The customer stated that the life of a new battery has been as short as two hours. Troubleshooting showed that the insulin pump received multiple battery out limits, a failed battery test, and an off/no power alert. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor. Unable to test for battery out limit alarm, low battery alarm, off no power alarm, lost sensor alarm, weak signal alarm, battery out limit alarm, failed battery test alarm and battery icon anomaly due to blank display. The insulin pump has cracked display window, cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and minor scratched display window.